Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast reconstruction with two 700cc mentor memorygel breast implant prostheses and experienced postoperative right-sided capsular contracture (grade unknown) and left-sided anisomastia/drooping. The patient reports that mammogram performed in (B)(6) 2020 did not indicate any issues with her implants. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This report is for the right-sided prosthesis.